Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2018 with an infection and was diagnosed with endocarditis on (B)(6) 2018. On (B)(6) 2018 the patient¿s pacemaker (sn: (B)(4)) and right ventricular lead (sn: (B)(4)) were explanted with a temporary lead placed. On (B)(6) 2018 a new system was implanted. There were no reported symptoms beyond those related to the infection itself.